Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery rapidly depleted which resulted the pump in shutting down. Blood glucose was 325 mg/dl. Reportedly, customer charged pump for 30 minutes to help resolve the reported issue. Although multiple attempts were made by tandem technical support to follow up with the customer, no reply was received.